Manufacturer narrative:
Per reporter, the mid09 error message was cleared after the user exchanged the suk airtrap and therapy was continued. The root cause is likely due to a suk airtrap. Additionally, console was tested following the event and it operated as expected with no error message observed. The device associated with this complaint will not be returned for evaluation. Since the device was not returned, physical investigation of the device could not be performed and a root cause could not be determined. In the case the device is returned, the complaint will be re-opened to perform an investigation. (B)(6) patient with body weight of (B)(6) was hospitalized after cardiac arrest and resuscitation. A zoll quattro catheter was smoothly inserted into the femoral vein by physician without complications. The target temperature on the console was set to 36 degree celsius. Warming rate: 0.1°c about 40 hours in warming mode. About 40 hours during treatment (warming mode), thermogard xp ivtm system, (B)(4), exhibited mid: 09 (air trap assembly) error message. Leak was noted at the suk airtrap and leaked fluid observed under the tgxp. To troubleshoot the issue, the suk airtrap was replaced and customer was able to clear the airtrap error. The defective leaky suk returns back for evaluation. The temperature was at 36 degree celsius when the issue was noted. No other temperature management procedures were performed. The patient was in critical condition and passed away shortly after. No intervention needed or planned due to the event. Per reporter, the physician does not attribute the patient's death to the use of console; the condition of the patient was critical he died because of his illness. In agreement with a customer, no patient injury or death attributable to zoll product.

Event description:
A zoll quattro catheter was inserted into the femoral vein by physician without complications. The target temperature on the console was set to 36 degree celsius. As reported, about 40 hours during treatment (warming mode), thermogard xp ivtm system, (B)(4), exhibited mid: 09 (air trap assembly) error message. Leak was noted at the suk air trap. To troubleshoot the issue, the suk air trap was replaced and customer was able to clear the air trap error. The temperature was at 36 degree celsius when the issue was noted. No other temperature management procedures were performed. The patient was in critical condition and passed away shortly after. Per reporter, the physician does not attribute the patient's death to the use of console.